Manufacturer narrative:
The subject device is planned to be returned to omsc but has not been returned to omsc yet. Therefore, omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the endoscopic image of the subject device on the monitor flickered due to image distortion when the power of the subject device was turned on and the videoscope ltf-s190-10 connected to the subject device. After that, when the power of the subject device was cycled, the reported image issue was resolved, so the intended procedure was performed and completed using the subject device. The field service engineer of the distributor checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc performed the start-up test of the subject device at low temperature, normal temperature, and high temperature, and found that the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc could not identify whether the reported phenomenon was caused by the malfunction of the subject device. If additional information is received, this report will be supplemented.